Manufacturer narrative:
The reported issue of ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg due to depleted battery. Per the event details, the patient has been on bedrest since on (B)(6) 2020 and has not used the ipg since. Per 56-0258 documents, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. According to the review of protege IFU/dfu, arten100145316, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable due to the patient not charging as instructed. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A4 patient weight added to the report.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.